Event description:
A healthcare facility reported via our distributor that the temperature of a neonate increased while connected to an mr850 respiratory humidifier. The user referred to mr850 respiratory humidifiers as "new heaters". They reported: the output of these heaters increased from 36.8 degrees celsius to 37.3 degrees c while connected to a neonate; during this time the temperature of the neonate increased to 100.2 degrees fahrenheit at which point they switched off the heater and then switched it to noninvasive mode; the temperature of the neonate then returned to normal. The healthcare facility later reported that on a separate occasion the temperature of the gas at the humidifier was 37.6 degrees c and was 41.2 degrees c at the y piece.

Manufacturer narrative:
The device was not returned to the MFR. An investigation was carried out based on the event description. Results: the healthcare facility has recently switched to the mr850 after using a different brand of humidifier. The hospital may have some unfamiliarity as a result of changing from the other humidifier. Our distributor has made a visit to the hospital to provide training. Normally air coming out of the mr850 respiratory humidifier at approx 37 degrees is heated to approx 40 degrees c by the time it reaches the pt y piece. The air then cools through the unheated section connecting to the pt interface to reach the pt at 37 degrees c. We are seeking clarification on this event. We will provide a follow up.